Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed. Vascular access was obtained via the right radial artery. The 30x3.0mm,eccentric, in-stent restenosed target lesion was located in the severely calcified and severely tortuous lesion in the left anterior descending artery. The lesion was predilated with a 3.0x20mm emerge balloon catheter. This 3mm x 30mm agent drug-coated balloon was advanced against resistance and ruptured at eight atmospheres. The procedure was successfully completed with a different device without further issue or patient injury.